Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, on the first firing of a black cartridge using buttress material; it went perfectly. Second firing of a black cartridge without buttress material went badly. According to the surgeon, two rows on the patient side were fine but the third row was not (unsure of the specimen side). There were malformed staples including "goal posts" requiring him to sew over the staple line. My visual inspection of the reload shows staples still in the proximal portion of the load as well as visible staples throughout the reload moving distally. There also appears to be a defect in the plastic and the plastic has partially separated from the metal. Case completed by doctor sewing over the staple line. There were no patient consequences reported. Case completed with another device of the same product code. There were no patient consequences reported.